Event description:
It was reported that during central processing, the orange part at tip of the monopolar curved scissors (mcs) looked burnt. There was no report of patient involvement or patient injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: nothing was reported during a case for this. Issue was found during reprocessing.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.